Event description:
During the coiling procedure, the deltapaq cerecyte microcoil (B)(4) did not advanced in the middle of (mc) microcatheter. However, the unit was received and the coil ring was bent 90 degrees and several other damages were found during analysis. The physician removed this coil and used another same size deltapaq coil. The procedure was successfully done without any adverse event, and the device will be returned for analysis.

Manufacturer narrative:
The coil was returned undamaged. Located 1.1 centimeters off the distal tip of the device positioning unit (dpu) is a buckled section of the tip coil. Located 3.5 centimeters off the proximal end of the resheathing tool is a kink on the core wire. The coil¿s socket ring has been bent approximately 90 degrees distally into the proximal soldered section. The distal tip of the dpu and the proximal end of the coil are no longer concentric to each other; however this did not affect advancement testing of the coil inside the microcatheter. The kink on the core wire was reduced for microcatheter testing. Using a 10 series microcoil system compatible microcatheter, the returned coil was introduced multiple times with no problems encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no resistance encountered. The most likely contributing factor to the coils resistance inside the unidentified microcatheter may have been due to distal interference. The source of this interference: whether of a fixed or detached nature cannot be determined. In addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the available information and without further information, no conclusion can be made regarding the root cause of the damages found during the analysis of the product. A review of the manufacturing documentation associated with the lots presented no issues during the manufacturing or inspection processes that can be related to the reported complaints. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and no additional torque or manipulation was used. Also, the coil was not attempted to be detach by getting the coil to stick to the coil mass, or trying to remove from the microcatheter and bumping into the distal end of the microcatheter. During placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. After the event, the same microcatheter was used with the subsequent devices, and a constant and dedicated saline source was used at all times through the microcatheter. The microcatheter was not reshaped. After removal from the patient, the coil remained attached to the delivery system. Information received indicated that the damages may have occurred after removal from the patient.

Manufacturer narrative:
An echelon 10 microcatheter was used with the coil.